Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child was recently diagnosed with epilepsy. It was necessary to look at the state of the brain with an MRI on the implanted side. The child did not wear an audio processor for 1 year. According to her mother, the girl did not have any changes in the development of hearing and speech, and did not have any results in hearing with the device. The recipient has been explanted.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient was explanted due to being a non-user. Reportedly the recipient suffers from epilepsy and needs magnet resonance imaging. Further the recipient never had benefit with the device likely due an organic lesion of the central nervous system. In addition two channels remained extra-cochlear at implantation surgery and three additional channels have been switched off due to discomfort. No new device was implanted. The concerned device has not been received for investigation yet.

Event description:
The child was recently diagnosed with epilepsy. It was necessary to look at the state of the brain with an MRI on the implanted side. The child did not wear an audio processor for 1 year. According to her mother, the girl did not have any changes in the development of hearing and speech, and did not have any results in hearing with the device. The recipient has been explanted.